Event description:
It was reported that during a prostate procedure, the fiber was forward firing @ 85 joules. Gland volume 100. The procedure was completed with turp. There was no injury to patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows minimum signs of usage with mild devitrification and mild detritus adhesion on glass cap and metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure found. Probable root cause: based on the product analysis results, the product complaint of "forward firing" could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).